Event description:
Reportedly, during coagulation, the front isolation burst (about 2 cm) and felt into the abdomen. The piece of plastic could be found and secured after a search. No person injured. Procedure: lap chole.